Manufacturer narrative:
(B)(6). A sample was not returned for evaluation. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. CAPA (B)(4) has been initiated for documentation related to this issue.

Event description:
It was reported that 21 g x .75 in. Bd vacutainer® pbbcs with 12 in. Tubing and pre-attached holder leaked blood between the tubing and needle. After puncture, needle is filled with "air", leading to blood leakage over the patient's arm. No injury or medical intervention reported.